Event description:
It was reported that the left ventricular (lv) lead had high impedance. Therefore the lv lead was programmed lv tip to right ventricular (rv) coil and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.